Manufacturer narrative:
The force bipolar instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.24 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Root cause of the failure mode bent instrument grips-tips is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collision with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that it burned the wrong place on the force bipolar instrument tip. The procedure was completed with no reported injury.